Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient presented in clinic for normal follow up. Upon interrogation, the merlin programmer exhibited diagnostics anomaly. No further information was available. The patient would continue to be monitored normally.